Event description:
It was reported that the lead positioning was attempted in the right atrium with various catheters and was not successful. It was further reported that patient's prior valve surgery also contributed to the difficulties. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Further testing revealed that the proximal conductor was distorted and the lead was damaged at implant. (B)(4) catheter was kinked. It was noted that the catheter was damaged at implant, and the catheter shaft kinked at 3cm from the hub. (B)(4) catheter was kinked. It was noted that the catheter was damaged at implant, and the catheter is kinked at 27cm from the hub.